Event description:
It was reported that this pacemaker system exhibited noise oversensing on both lead channels, leading to pacing inhibition and asystole of around three seconds. Technical services (ts) was consulted and advised on programming options to decrease false atrial tachy response (atr) episodes and minimize noise oversensing. The patient has a transcatheter aortic valve replacement and thus ts noted possibility of complete heart block due to this condition. No additional adverse patient effects were reported. This device remains in service.